Manufacturer narrative:
(B)(4). Batch #: t94p8d. The device was received the upper jaw damaged at the proximal side. In addition, there were no damaged observed at the ptc as reported. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a sigmoid colectomy, a piece of the inner lining that contains an I-beam protruded away from the distal top portion of the jaw but still secured on the device. No part of the device separated from the device and nothing fell into the patient. The surgeon asked for a new device and continued to complete the case. No patient complications.